Event description:
During product evaluation by a baxter service technician, an I-pump required the replacement of a corroded electrostatic dissipative flex shield. This was not reported by the customer. This condition had the potential to cause a no alarm event. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service.?? This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be corroded electrostatic dissipative flex shield. To correct this condition, the electrostatic dissipative flex shield was replaced. If any additional information is received, a follow-up MDR will be sent.